Manufacturer narrative:
The user reported an issue when logging into the freestyle librelink app. During troubleshooting, the user was assisted with installing the app and was able to log into the app successfully. An attempt was made to replicate the user complaint and was able to create a new account using the android version (2.5.3.6373) of freestyle librelink and was able to log into the app successfully. As the user complaint could not be replicated, the issue is not confirmed. If the product data is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the adc mobile application. A customer reported that they had difficulty logging into their account on the app and as a result, was unable to monitor their glucose levels. The customer became hypoglycemic and experienced seizure, however, was able to self-treat with drinking a coca cola. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.